Manufacturer narrative:
D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿updated. B1: adverse event/product problem - corrected - no product problem. H1: type of reportable event - corrected - no malfunction. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. The stent was deployed after the procedure. The stent was found to be intact, and all marker bands were visible. The stent introducer sheath and stent delivery wire (sdw) were not returned. A functional inspection could not be performed as the stent was deployed. The cause for the reported issue could not be definitively determined. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to transfer' could not be confirmed during device analysis. The remaining reported event 'device or device component not visible under fluoroscopy' was undeterminable as this is procedure/patient related. The stent was the only part of the system to be returned for analysis, and it was undamaged. The returned stent met specifications when received for complaint investigation. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure and that the patient's anatomy was 'moderately tortuous'. It was reported that 'when the stent was passed through the hub of the xt-27 microcatheter, the physician encountered some resistance. As they continued to attempt to advance the stent to the c1 segment of the ica, the stent was not visible under x-ray, even after changing the viewing angle. Considering the safety of the procedure, the physician withdrew the stent and microcatheter to inspect them outside the body. During the inspection, when the delivery wire was withdrawn from the microcatheter on the operating table, the stent was deployed outside the body'. It is reported in the follow-up gfe responses that no resistance was noted when advancing the stent through the microcatheter. It is also reported that after the microcatheter and stent were both removed from the patient, the stent was intentionally deployed outside of the patient for product checking. The stent was returned for analysis in a deployed condition which is aligned with the event description. The stent was noted to be undamaged, and the 4 marker bands were visible and still present on both the proximal and distal ends of the returned stent. There are automated controls in place to ensure that the device and labelling meets specification when released. In addition, due to the automated controls within the mes system it is not possible for the edhr of released product built using mes to contain any discrepancies that could have contributed to the reported event. The introducer sheath and the stent delivery wire (sdw) were both not returned for analysis. Given the lack of damage noted to the stent and the fact that the sdw and introducer sheath were both not returned for analysis, it is very difficult on this occasion to determine what might have occurred to explain the event description. The 4 marker bands were still present on both ends of the returned stent. The as reported code 'stent difficult/unable to transfer' will be assigned undeterminable as the stent was the only part of the device returned, and it was within specification. The second as reported 'device or device component not visible under fluoroscopy' will be assigned not confirmed as the 8 marker bands were present on the returned stent. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during posterior communicating segment of the left ica internal carotid artery aneurysm procedure when the subject stent was passed through the hub of the microcatheter, the physician encountered some resistance. As they continued to attempt to advance the stent to the c1 segment of the ica, the subject stent was not visible under x-ray, even after changing the viewing angle. Considering the safety of the procedure, the physician withdrew the subject stent and microcatheter outside the body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during posterior communicating segment of the left ica internal carotid artery aneurysm procedure when the subject stent was passed through the hub of the microcatheter, the physician encountered some resistance. As they continued to attempt to advance the stent to the c1 segment of the ica, the subject stent was not visible under x-ray, even after changing the viewing angle. Considering the safety of the procedure, the physician withdrew the subject stent and microcatheter outside the body. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.